Event description:
It was reported that the tip of the shaver broke off while preparing the end plates for patient tlif. No patient complications were reported.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed instrument tip broken approximately 25mm from the tip. Microscopic ex amination of the fracture surface reveals a quasi-brittle angulated fracture with river lines indicative of torsional overload. Instrument tip material thickness and hardness inspected and confirmed to be within print specification. The above observations are consistent with torsional overload, resulting in the foregoing event.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.